Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The reported problem was clarified. There was no involvement of the battery. The paddles of the device had fallen and the electrodes were cracked.

Event description:
The customer reported the following translated text to philips: "battery lead plate fall down and want to know the number of need to be replaced." There was no patient involvement.